Manufacturer narrative:
The insulin pump was received with no button error alarm. The insulin pump had no button response on the up arrow button due to corroded keypad traces and there was no unexpected number ramping. The insulin pump had severely scratched display window, cracked case at the display window corner, cracked belt clip slot, scratches on the reservoir tube window and cracked reservoir tube lip. There was no moisture damage on the electronics assembly or motor.

Event description:
Customer reported via phone call keypad anomaly, moisture damage and high blood glucose levels. Customer's blood glucose level was 437 mg/dl. Customer advised the insulin pump alarmed button error and the number were ramping up on their own during a bolus attempt. Customer advised they keep the insulin pump in their bra and there may be moisture on the device via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.